Manufacturer narrative:
Analysis found the unit stuck in motor error alarm loop during bolus delivery and motor error alarm found in history file. The motor was tested outside of the device and passed testing. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to verify the excessive no delivery alarms due to the motor error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A nurse reported via phone call that the customer's insulin pump alarmed a no delivery which they could not resolve. The customer's blood glucose level at the time of the event was 330 mg/dl. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. There was no damage found to the tubing or p cap needle. Advised customer to attach a plunger and manually prime. The customer states insulin exited easily. The insulin pump continued to alarm no delivery during priming. The pump also alarmed check settings. The nurse found in history multiple no delivery alarms and motor error alarms. They were advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.